Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis(pd) therapy. The breach in aseptic technique was further described as the patient blew into the tube because it was not flowing (tube not specified). The patient was not hospitalized for the peritonitis. The patient was treated with intraperitoneal vancomycin 2,000 mg every 7 days for peritonitis. The patient was retrained in proper aseptic technique. Patient recovered from the peritonitis and pd therapy was on going. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.